Event description:
It was reported the asymptomatic patient presented in clinic for a right ventricular lead implant. During the procedure, it was observed the lead had a high pacing impedance, and loss of capture. The surgery was completed with a different lead without issue. The patient was stable throughout.

Manufacturer narrative:
The reported events of failure to capture and high lead impedance were not confirmed. Final analysis found that as received, a complete lead was returned in one piece. Visual examination, x-ray inspection, dimensional analysis, and electrical testing were normal with no anomalies found.